Event description:
Patient reported having a high blood glucose level (406 mg/dl) that patient was unsuccessful at lowering (self-treated by bolusing insulin). Patient's high blood glucose was treated at hosp (type of treatment received was not specified).